Event description:
Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim alleges the components were removed from the patient. No additional information is available at this time. **update** (B)(4) 2013 - litigation received (B)(4) 2013 and attached. Complaint changed to legal. Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Dob added. There is no new information that would change the outcome of the investigation. Product hip changed to cup, added product head and reported both. Litigation reports patient is bi-lateral therefore another cup and head added and reported. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.